Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no alleged device deficiency, along with power loss issues. The customer reported a blood glucose value of 623 mg/dl. The customer reported hyperglycemia treated with IV insulin drip (intravenous insulin infusion), emergency medical services (ems)/ambulance/emergency room(ER) visit. The customer reported that the occurrence was caused by power issues with the pump, which may have resulted in elevated blood glucose levels. Also, the high blood glucose was treated with an emergency visit and an IV drip, and the time and date of hospitalization were approximately september 1st, 2023, the length of hospitalization was not specified, and the blood glucose level when admitted to the hospital was 623 mg/dl. The event involved product(s) unomedical, mmt-1780kpk, and mmt-332a. The customer reported high blood glucose. Troubleshooting was performed, and it was unclear whether the customer had used the insulin pump system within 48 hours, and whether the auto mode feature was active at the time of the event. No further complications were reported. No product return is required for unomedical. Product return required for mmt-1780kpk. It is unknown whether the product will be returned. No product return is required for mmt-332a.